Event description:
Recurrent uti's, approx on yr per month. I had 12 or more uti's in 2012, 10 in 2011. The number has increased each yr since the surgery. I had originally suspected that the position of the urethra after surgery possibly allowed easier access of bacteria. I suspect the surgery has contributed to the repeated and increased uti's. The urgent care physician suspects the sling was possibly pinching the urethra and has referred me to urogynocology.